Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6)2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patients father stated that he believes the sensor wire may have stayed in the skin at site of insertion. The patients father reported feeling a bump at the insertion site. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).